Manufacturer narrative:
(B)(4). Batch # 747a98. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No, the machine fired twice before blocking, to reopen it the reverse button was necessary or, did the device start to deploy staples and cut but could not be completed (partially fire)? After two firings, the machine blocked without firing neither the stitches nor the scalpel or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Na. If yes, did the jaws eventually open? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There were no consequences for the patient but they were kept in observation for an additional day as a safety measure. What is the most current patient health status? Currently the patient is fine. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. At the moment it is still unclear whether the device is available for return. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60d reload loaded on the device. The reload was received partially fired 2/3. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 747a98, and no non-conformances were identified.

Event description:
It was reported that during surgery manual echelon 60 during firing of 2 different gold reloads stopped working. They changed the stapler and the problem persist the finished the surgery changing the reload. No patient consequences reported. No further information is available.